Event description:
It was reported that this was an arteriotomy closure of a mild calcified right common femoral artery using a prostyle device after an interventional lower extremity atherectomy procedure with an 7f sheath. Reportedly, when removing the device, resistance was felt as the foot plate would not close completely. Several attempts were made to close the foot, and the foot was retracted. The device was removed out of the anatomy. No tissue damage was observed. A non-abbott device [8f angio-seal] was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported difficult to close was not confirmed as the foot deployment and retraction were verified via manually opening and closing the lever with no difficulty noted. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and return device analysis, a definitive cause for the reported difficult to close could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to tissue/calcification or suture caught in foot. The subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.